Event description:
It was reported that t:slim x2 pump battery would not charge, and customer noted similar issue had occurred previously. There was no reported impact to the customer¿s blood glucose level. Customer resolved issue by changing charging cable and wall adapter, after which pump began charging again, and no pump shutdown occurred; technical support closed call with no further immediate assistance required but planned follow-up to discuss additional options due to repeated occurrence.